Manufacturer narrative:
Based on medical record review it appears that the patient's post operative complications were due to the placement of the fasteners that were used to fixate the mesh and not the mesh device. The medical records provided did not include a lot number. Therefore, a manufacturing review could not be conducted. The mesh remains implanted and the patient reports all adverse symptoms are no longer present after removal of the fasteners.

Event description:
This is an addendum to the initial MDR and is based on medical records provided by the patient: (B)(6) 2013 - the patient underwent bilateral repair and was implanted with two 3dmax mesh, one medium right and one medium left. The right sided hernia was noted to be symptomatic and the left sided hernia was noted to be asymptomatic. During this procedure both mesh devices were secured to the cooper's ligament with two non bard/davol fasteners. (B)(6) 2014 - due to chronic right sided pain in 2014 the patient underwent a diagnostic laparoscopy. During this procedure the two fasteners that had been previously implanted into the patient's right side were removed. The mesh was left implanted and noted to be in good position.

Manufacturer narrative:
In follow up with the patient, davol field assurance requested the product information; however, the patient did not have this, nor could he identify the "anchors" that are alleged to have caused all of the adverse outcomes listed on the maude event report. Patient describes the "anchors" to have been described to him as being of a "spring configuration." Based on this description, davol did not have a fastener of this configuration on the market at the time of this repair. As reported it appears that the patient's post operative complications were due to the placement of the anchors that were used to fixate the mesh and not the bard / davol mesh device. A lot number for the device in question was not provided, therefore a review of the manufacturing records could not be conducted. It appears that the mesh remains implanted at this time. If additional information is obtained, a supplemental MDR will be submitted. Note:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
The following was reported to davol via maude event report (mw5056724): "after implantation of bard's 3dmax mesh with anchors attached at the cooper's ligament, I suffered pain and swelling leading to bowel and bladder restrictions. Within 6 months, I was diagnosed with copd, pericarditis and chronic anal fissures to name some of the more serious complications. A year and a half and in medical expenses, it was determined that davol's protocol of CT's and laparoscopic exploratory surgeries were ineffective in diagnosing complications with the anchors at the cooper's ligament. My surgeon repeated the CT's and exploratory surgeries before x-rays were taking that show the anchors were forming a v at the cooper's ligament when I moved. I had a desperate need for copd medication for a year, on anti-virals and antibiotics for months and required anal fissure repair. When the surgeon removed the anchors, not only did it relieve the pain and swelling but it also cured my copd! The pain and suffering were intense and the emotional trauma when the doctors could not figure out why I was sick. (B)(6) had an independent audit of my medical records completed that shows their surgeon followed protocol and that davol's bard 3dmax mesh protocol addressed issues at the patch site but in no way explores complications caused by the anchors at the cooper's ligament. Had it not been for a pain specialist trained at I would still be taking copd and living the life of a severe copd sufferer. It was horrible living everyday as if I was dying. Copd and pericarditis are not easy to live with." Per follow up with patient: on (B)(6) 2013 the patient underwent a bilateral inguinal hernia repair with use of bard/davol 3dmax mesh and unidentified "anchors" described as being of a "spring configuration." Within months following the repair, the patient experienced severe pain and respiratory difficulties. Patient reports he was unable to walk up 2 steps without being out of breath. The patient underwent removal of the unidentified "anchors" on the right side and all of his symptoms resolved. Patient reports the pain and swelling have subsided and there are no respiratory issues. The bard/davol 3dmax mesh remains implanted on both sides with "anchors" remaining in place on the left side. Patient reports all adverse symptoms are no longer present after removal of the "anchors."

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol¿s MDR files. Corrected to reflect "adverse event."